Event description:
The lay user/patient called lifescan (lfs) on november 21, 2007 alleging the one touch ultra meter was prompting an apply sample message and was not powering on. The medical affairs specialist spoke to the patient on november 29, 2007. The patient reported the meter issues began in 2007, at 12:00 p.m. While she was out fishing. She was able to test in the morning, however, she could not recall the meter result. She brought her meter so she could test before lunch. When she attempted to test, the display froze after applying the sample. She took her usual dose of novolog - 40 units and then ate lunch (a sandwich and piece of fruit). Some time after, she began feeling shaky and nervous. She had something to eat and felt better afterwards. When she arrived home, she purchased a new meter and tested her blood glucose; she does not recall the meter result. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient reported having symptoms that can be associated with hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.